Event description:
It was reported through a journal article that a patient implanted with a patellofemoral arthroplasty ultimately required conversion to a total knee arthroplasty on an unknown date. Subsequently, the patient underwent arthroscopic debridement for a medial compartment chondral lesion and a microfracture procedure. Despite these interventions, the knee was ultimately converted to a total knee arthroplasty. No additional information regarding device performance, intra-operative findings, or contributing factors was provided. The patient outcome was revision to a total knee arthroplasty. No further clinical outcomes were reported. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: medical device. Unknown femoral. G2: foreign - event occurred in spain. G2: literature - martinez-lozano, j., martorell-de fortuny, l., martin-domínguez, l. A., torres-claramunt, r., sánchez-soler, j., perelli, s., hinarejos, p., & monllau, j. C. (2025). Patellofemoral arthroplasty provides similar long-term survival rate and complications with better clinical outcomes compared to facetectomy for the treatment of isolated patellofemoral osteoarthritis. Journal of experimental orthopaedics, 12(1), e70136. Https://doi.org/10.1002/jeo2.70136. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, h10, and h11 products have not been evaluated as it has been determined the event is not related to device. Review of the reported event by a health care professional found: disease progression of osteoarthritis can continue in native bone structures as a patient continues to age. Other patient comorbidities, lifestyle, physical activities and some medications can increase the patient¿s risk for progressive osteoarthritis. Additionally, females have an inherent risk. Partial knee replacement is done to decrease pain, and increase flexibility, mobility and overall improve quality of life, as this is one of the least invasive approaches. Patients with disease progression of osteoarthritis in the affected joint develop knee pain and decrease in joint flexibility. As osteoarthritis progresses a loss of cartilage in the previously unaffected area of the knee has deteriorated to a point in which the patient and doctor may elect to take an approach to convert to a full-knee replacement to alleviate symptoms. Part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. The root cause of the reported event was determined to be unrelated to the device. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.